Event description:
A remstar auto a-flex, sys one, 60 srs,int device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed dirt and dust, multiple error codes, and visible foam particles. The device was scrapped by the service center after the evaluation was completed.